Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to customer: "when using infusomat pump to administer chemotherapy drugs, the injection was completed 1 hours delayed than the scheduled time. The rn found the set stop drip but the pump still show continuous infusion. The infusomat pump was checked by local technical service engineer and no problem was found." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.